Event description:
Ten minutes after the start of the case, the mvr800 bag collapsed near the outlet port, and blood flow was occluded. Bypass was interrupted to change out the product. No patient complication was reported and no blood loss occurred, as reported by the user. No additional information was provided.